Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by measuring the substrate heater temp and it was at 55 degrees celsius. Fse verified the substrate heater temp was actually out of range high, but the temp on screen was showing 39.6 degrees celsius failing to operate correctly. Fse replaced the substrate heater and adjusted the temperature to 39.6 degrees celsius. Fse ran a daily check and customer prepared quality control (qc) with results within acceptable range. The aia-360 analyzer analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-360 operator's manual under section 7-1; list of error messages states the following: error message: 3007 substrate temperature low. Description: the substrate temperature is below the lower limit. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to failure of the substrate heater.

Event description:
A customer reported "3007 substrate temp low¿ on the aia-360 analyzer. The customer rebooted and the error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), luteinizing hormone (lh ii) and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.